Event description:
It was reported that during an unk procedure, the handpiece produced an overtemperature error. The handpiece was also hot to the touch. No pt involvement was reported.

Manufacturer narrative:
Info not available, device not returned for analysis.